Event description:
A malfunction alarm labeled as alarm 20 was reported while the pump was in use. The customer declined to answer whether the event caused their blood glucose level to exceed 500 mg/dl. The customer was advised by cts to replace the pump and use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Cts confirmed the shipping address for the replacement and instructed the customer on storing the malfunctioning pump and returning it via a pre-paid label within ten days, which the customer acknowledged and understood.